Event description:
It was reported that the pump's alarm volume "does not sound normal and is sometimes hard to hear." There was no reported adverse impact to the customer¿s blood glucose level. The customer declined further follow up from tandem technical support. No additional information was provided.